Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level reached 400 mg/dl. Customer changed infusion set and cartridge, resumed insulin delivery to resolve the occlusions.